Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 1.2.4 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.05 cloud - smartphone hardware n5004l cloud - cgm sensor type unspecified please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that she is wearing the pod when she sought medical attention on (B)(6) 2024, due to high glucose levels, which were 30-40% higher than what her dexcom was showing. She was hospitalized for one night and one day and discharged on (B)(6) 2024. She experienced high glucose levels, almost 1000 mg/dl, and was treated with two intravenous (IV) drips and insulin. She was also prescribed a cream for redness at the pod site. The patient couldn't recall specific symptoms or other details due to the time elapsed. The pod site was red, and she prepared the site using alcohol pads and removed the pod by pulling it off. The patient successfully resumed treatment and declined additional assistance from cps. The pod was discarded, and the incident date was marked as (B)(6) 2024. Further attempts to contact the patient for additional information were unsuccessful. The pod was worn between 36 and 48 hours on the abdomen.